Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level. Customer's current blood glucose value was unknown. Troubleshooting was performed. Customer was hospitalized after blood glucose would not come down and mother had administered given insulin shot, 6 units then it was reported level began to come down. The customer woke up next morning had vomiting and was not well and then went to emergency room , was admitted to the intensive care unit. Stayed for 2 days, discharged. The customer mother declined further troubleshooting. The product was returned for analysis.